Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for 2 colony forming units (cfus) of unspecified micro-organisms on (B)(6) 2021 and (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use on (B)(6) 2021 and (B)(6) 2022. The device was not used on a patient during culture sample collection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses detergent aniosyme x3 detergent, to suctions water out of the channels and flushes out the air/water, auxiliary washing, balloon and the forceps elevator channel. During manual cleaning, the customer used aniosyme x3 detergent with elrkit2-06-20 techcare brush to brushes the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel, and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using aniosyme x3. The scope was stored horizontally placed and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer stated that there was no automated endoscope reprocessor testing performed. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the image guide fiber bundle had breakages, however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.